Event description:
Lasik surgery - worsening vision over time and dry eyes. Now early cataracts, dry eyes, astigmatism not present before and double vision probably uncorrectable. Loss of quality vision for life and cataracts ten years early at (B)(6). Just saw a published study documenting that cataracts form a decade early; data show characteristic figure 8 astigmatism due to misshapen cornea caused by lasik!. In general.